Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately following implant, the device exhibited measurements within normal limits. The day after implant, however, the device exhibited high impedances, diminished sensing of r waves, and a loss of capture at maximum outputs. It was suspected that the patient had developed a thrombus in the contact area as the patient had a high risk of embolism and adequate levels of anticoagulation were not achieved following implant. The patient was treated with anticoagulants, and the measurements improved to normal limits. The device remains in use. No patient complications have been reported as a result of this event.